Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? It was used multiple times before how much blood was loss (please specify in mls)? 1000ml. Did the patient require a blood transfusion? If yes, how many units were transfused? 2-units. Did the patient require any additional fluids? Yes ¿crystalloids and colloids. Was the patient on anticoagulation therapy? No. Did the knife return to the home position after the knife reverse was used? Yes. During which stroke did the event occur? No. What color cartridge was being used? Green. If buttressing material was utilized, which product was used? No. Was the instrument fired across or near an existing staple line or clip? No. If any unexpected noises were heard, when were they heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. How was the case completed? Used other stapler. What is the current status of the patient? Patient is fine. Is there any other additional information you would like to share about this device or procedure?no the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that the during an aspergilloma lobectomy procedure after completing the firing sequence, knife did not retract automatically. Basis our intervention, surgeon had to use the manual knife release switch to open the device. There was excessive blood loss. Exact event date is not confirmed. Device has been discarded.